Event description:
During primary surgery, the screw broke. The threads of the screw remain implanted in the pt's bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.